Manufacturer narrative:
On 30 january 2017 the (B)(4) performed a clinical evaluation and commented as follows: early revision surgery in an old patient (B)(6) occurred 3 months after cementless primary total hip arthroplasty. According to the report, a "via falsa" event occurred during primary surgery. The reported hole in the lateral femoral bone may be the cause of the macroscopic subsidence of the stem. There is no reason to suspect a malfunctioning device. Batch review performed on 06 february 2017. Lot 161272: (B)(4) items manufactured and released on 30 may 2016. Expiration date: 2021-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to an early stem loosening of the stem. Reason of the stem loosening could be the incorrect broaching - via falsa during the primary surgery. Due to this the patient had a hole in the lateral femur bone which could maybe involved in the loosening. The stem has sintered due to this. The revision surgery was performed successfully.